Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) and epicardial lead system was successfully cardioverted for an atrial arrhythmia. A high shock impedance was encountered. The ICD was explanted at a later date and returned to guidant for laboratory analysis. The chronic leads were surgically abandoned and replaced.